Event description:
During a tonsillectomy procedure the pt was burned on both corners of the mouth. The pt has to wear a mouthpiece for four to six months to avoid contractures. Please reference the attached medwatch received from the customer.